Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg became inoperable. As a result, the patient may be awaiting surgical intervention.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018. Intra-operative testing revealed the patient¿s ipg was still functional and working properly, so the patient¿s ipg was relocated to a new pocket site. Postoperatively, effective therapy was restored.